Event description:
Information was received from a health care professional regarding a patient who was receiving fentanyl, clonidine, bupivacaine (unknown dose and concentration) and hydromorphone (concentration 3.1 mg/ml, unknown dose) via an implantable pump for non-malignant pain and peripheral neuropathy. A critical alarm due to empty reservoir was heard and confirmed via telemetry. The patient was in hospice and was not getting the pump filled, the physician wanted to turn the pump off so a pump off authorization form was provided. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.